Event description:
Analysis of the lead was completed on 08/12/2014. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the vns patient passed away. The patient's body was donated for research and the device was explanted. The explanted generator and lead were received for analysis. The funeral home reported that no autopsy was performed and the cause of death was acute cardiopulmonary arrest with aspiration pneumonia, seizure disorder and severe developmental retardation. The relationship of the vns to the cause of death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date. Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead is underway, but has not been completed to date.